Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a condition of the pumphead module keypad does not work. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During follow-up with the customer on (B)(6) 2010, the reported condition was clarified to be that the open and stop keys on the pumphead module keypad were not working. No additional information is available.the user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the pumphead module keypad does not work was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Additional: a service history review revealed that this device was previously serviced for the reported problem.

Event description:
The facility representative contacted baxter to report an intermate in which the reservoir ruptured during patient use. The event occurred close to the end of the infusion. The patient did not receive the full standing therapy. There was no adverse event, patient injury or medical intervention associated with this report. The device had not been cooled prior to the patient application, and the patient was not receiving any other drugs through the port. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The software version was inadvertently omitted in the follow-up medwatch report 6000001-2010-02488 001. The user interface module master software version is 6.13.90, categorized as remediated.